Event description:
It was reported to boston scientific corporation that a wallstent biliary system was used during a biliary stenting procedure on (B)(6) 2012. According to the complainant, the indication for the stent placement was treatment for a stricture within the common bile duct due to a malignancy. The stricture was estimated to be 4cm in length and noted to be very tight. The lesion was not dilated prior to stent placement. During the procedure, as the physician advanced the stent system across the stricture, he felt that the stricture was very tight. After the device was positioned correctly, the physician attempted to deploy the stent. However, the stent failed to release. The physician adjusted the angle of the stent system; however, the stent still failed to deploy. The device was removed from the patient. No visible issues were noticed to the device. Another wallstent biliary system was used to complete the procedure successfully. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be stable. Based on the device analysis, which found the stent to be kinked, this is now considered a reportable event.

Manufacturer narrative:
(B)(4). A visual examination of the returned device noted that the stent was fully mounted. A kink was noted on the device where the stent was mounted at approximately 62mm proximal to the distal tip. During a functional evaluation, it was possible to retract the outer sheath and deploy the stent; however, some resistance was noted due to the kink in the shaft. An examination of the deployed stent noted that it was kinked at 35mm proximal to its distal end. In addition, the inner shaft was kinked at approximately 62mm proximal to the distal tip; the kink is consistent with the kink noted on the outer sheath and the stent. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.